Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant coil remains in the patient and the pusher was discarded at the user facility; therefore, a device analysis could not be performed and the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature and difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coil embolization of an aneurysm for sah treatment, the embolization coil could not be detached and during retraction, the implant coil stretched and then detached from the delivery pusher. A stent was placed to secure the coil to the vessel. There was no reported patient injury.